Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected usm1, reseated the connector and the joints on the axes controller setup and cleaned them with a spray contact cleaner. The distal setup joint was also inspected, and the connection was cleaned with spray air. The fse ran the sine cycle on usm1 with no error and tested drive the system for 10 min with no error. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer service representative (csr) called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the system had encountered several faults on the universal surgical manipulator (usm) arm 1. Customer had already deactivated arm 1 and they are proceeding with 3 arms. Tse checked logs and found error 32097 and 25730 pointing to axis controller tornedo (act) in usm1. Tse explained caller that an field service engineer (fse) visit is needed. Csr explained that the customer needs all 4 arms for the next surgery. The procedure was completed as planned with no reported injury. Isi followed up and obtained the following additional information: when fse went on site the system was not down. Fse cleaned and reset a few cables that was pointing to the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Component code was updated to g07001.